Event description:
On (B)(6) 2025, the user reported a nighttime hypoglycemia event with a low of 42 mg/dl. The ilet alerted appropriately. The user corrected with food, and bg returned to normal. Reported symptoms included shakiness and disorientation. No medical intervention was required. Following this event, the user expressed fear of lows and decided to discontinue use of the ilet and return the device.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.